Manufacturer narrative:
Resmed requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed cannot confirm the reported complaint at this time. If further information becomes available, a supplemental report will be submitted. Resmed reference#: case-(B)(4).

Event description:
It was reported to resmed that an astral device allegedly powered off unexpectedly, after which the patient turned blue, the patient was immediately switched to a backup device and recovered.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a total power failure. Performance testing could not reproduce the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a loss or degradation of the internal battery s1 signal. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).